Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The lcd screen was scratched and the dso seal bubbled. A review of the event history log (ehl) evidenced the following: (B)(6)2020 11:41:37 am system fault 46,228 occurred 0 0 0 4.? The customer reported product problem (error code 46,228) was confirmed through the ehl and the software application. The transient alarm (which can be cleared) was caused by an unexpected ui, mp reset. The source of this error was unknown. A root cause was not established. The transient error code was cleared to resolve the problem.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical cadd solis vip 2120 pump alarmed error code 46228. No patient adverse events reported.